Manufacturer narrative:
This report is submitted on may 09, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced poor performance with device use. Reprogramming attempts were made; however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device.

Manufacturer narrative:
This report is filed on may 28, 2018. (B)(4).